Manufacturer narrative:
The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for stenosis and was to undergo fistuloplasty. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous left brachiocephalic fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 16 atmospheres for less than 1 minute, the balloon burst. The procedure was completed with another of same device. The patient was fully recovered. No patient complications were reported as a result of this event.